Event description:
It was reported that on (B)(6) 2016, th9 - s2ai were fixed. L2 and l3 pso was performed. During final confirmation with x-ray, the deviation of right s2ai screw head was found. The surgeon exchange the screw and finished the surgery.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; per email correspondence with the sales rep, the blocker was being final tightened when the issue was noticed. Deformations on the returned tulip head indicates that too much force was applied to the screw. According to the risk file, too much force applied to bone screw may cause tulip separation, resulting in placing new screw. It is likely the probable root cause is likely that the reported event of tulip separation took place due to excessive force applied on the screw.

Event description:
It was reported that on (B)(6) 2016, th9 - s2ai were fixed. L2 and l3 pso was performed. During final confirmation with x-ray, the deviation of right s2ai screw head was found. The surgeon exchange the screw and finished the surgery.